Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3, mfg report reference: 1627487-2019-04810, 1627487-2019-04811. It was reported that the patient had a system replacement. The patient was experiencing high impedance and reported no feeling any paresthesia. The patient underwent surgical intervention to determine if the leads or the ipg was causing the issue. One lead was replaced, however one lead was inadvertently cut and was also replaced. The two new leads seemed to be functioning properly, but once plugged into the existing ipg, the impedance issue returned. The ipg was then replaced. Effective therapy was restored post operation.